Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that until (B)(4) 2013, the in situ measurements showed that the device was working well. In situ measurements performed on (b(4) 2013 showed 10 channels in status high and 2 in short circuits. The pt's parents does not know whether the pt had any trauma.